Event description:
The pt reported their pump was set to deliver dilaudid at 17 mg/day after a back fusion five months ago. At the next pump refill appointment the estimated reservoir volume (erv) was 2 ml, but the actual reservoir volume (arv) was 4 ml. During the past three months the pt reported that "nothing is coming through the pump and it is not running". A search of the MFR's device system registry showed the pt had the drug delivery system explanted and replaced. Add'l info has been requested, but was not available at the time of this report.